Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing of lobectomy, the surgeon tried to fire the device to interlobar tissue, however could not fire the device. After that, the surgeon tried to fire the device with a different reload to the bronchus, however could not fire the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.